Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1, h4.

Event description:
N/a.

Manufacturer narrative:
Updated: b4, b6, b7, d4 (version or model number), d11, g4, g7, h2, h10, h11. Corrected: b3, d1, e4, h10. Customer contact information was provided and is as follows: (B)(6). The date received by mfg (g4) entered in the initial emdr was incorrect. The correct g4 date is 05-mar-2021.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed that the front end module was the cause of the reported failure. The fse resolved the issue by replacing the pcb front end module, and then performed a full pm with calibration, functional and safety checks to meet factory specifications. Further, the sealed lead acid batteries were replaced, as part of the pm service. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed to read ECG and blood pressure waveform reading. There was no patient involvement, and no adverse event reported.